Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "textured implants". This record is for the left side. Healthcare professional later reported "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: 1764152. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed a broken assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "textured implants". This record is for the left side. Healthcare professional later reported "rupture". Device has been explanted and replaced.